Event description:
It was reported that a small volume intermate had a white floating particle. The device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a white particle approximately 1.84mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy was performed; the particulate matter was identified as acrylic material. The cause of the issue could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.